Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient fainted while walking on the beach and was probably in ventricular fibrillation (vf). The cause of death cant be confirmed. No further information is available.